Event description:
The customer's sister-in-law reported that the customer received a reading of 243 mg/dl which was higher than they felt. The customer experienced shakiness, coldness and diarrhea. The paramedics were called and they received a blood glucose reading of 14 mg/dl on an unknown meter. The time between the readings is unknown. The paramedics treated the customer with unknown intravenous fluids and transported the customer to a health care facility. The customer was diagnosed with severe hypoglycemia and treated with oxygen and intravenous fluids were continued in the emergency room. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The customer's meter (xcb726-2010) was returned. The complaint was not confirmed and all results were within the range specification during control solution testing. According to the meter's internal memory log, the reported reading could not be found.